Manufacturer narrative:
Initial and final (B)(4) -device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use,the infusion set was in use for two hours to one day. The events occured on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026. Since infusion set was in use for two hours to one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.